Event description:
Per the clinic, the patient experienced intermittencies subsequent to sustaining a head trauma. The patient experienced pain and swelling lead to stop using the sound processor. On (B)(6) 2023, the patient reported the sound processor stopped working and hardware exchange resolved the issue. However, due to history of head traumas, the clinic requested for an integrity test. The device was explanted on (B)(6) 2025, and the patient was re-implanted with a new device during the same surgery.